Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pm2v, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that sometime last year the therapy stopped working and she noticed that when it was reprogrammed, the stimulation would affect her right leg and toe and she also experiences pain in her leg and butt especially when she is sleeping. When asked, patient said that she hasn't had any falls or trauma. Patient said that she has turned stimulation off and the pain goes away when stim is off. Patient has been working with a new doctor and is scheduled for lead revision/replacement around (B)(6) 2020. Patient was redirected to stay in contact with her hcp office. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28; lot# va1pm2v; implanted: on (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient : she is due for interstim replacement but she and her doctor were hoping to wait on replacement surgery until the new micro device becomes available. Patient services reviewed info regarding the new micro device and recommended patient follow up with managing hcp. No further patient complications are anticipated or expected as a result of this event.